Event description:
During implantation of the lvad in 2003, the lvad driveline was tunneled, exteriorized, and the tunneling shroud and bullet were removed from driveline. While placing the lvad vent adaptor over the driveline, the blue o-ring distal to the lvad on the driveline was sheared off. The physician verified forward blood flow with the hand pump and was able to complete the lvad implantation surgery. The physician was informed of the potential problems post-op with attaining adequate flow from hand pump with the sheared o-ring. Spare o-ring were sent to the hospital and the o-ring was replaced. No patient injury as a result of this event.